Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21may2020.

Event description:
The customer reported a ventilator that would not allow setting changes and could not shut off. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. There was no patient involvement. The customer reported that the calibration of the touchscreen assembly resolved this issue. The reported condition could not be duplicated after the calibration. The device was verified for operation and was returned to service.